Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected alarms/alerts noted during testing. Intermittent button response on the down arrow and select buttons due to moisture damage on keypad traces. The insulin pump received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, stained serial number label, slightly peeled end cap address label, moisture damage on all electronic assemblies, corrosion on force sensor assembly and moisture damage on motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive and get stuck. Customer also indicated that the keypad doesn't respond to button presses. The customer's blood glucose reading was unknown at the time of incident. Customer indicated that last night the pump alarmed and the alarm could not be cleared. Troubleshooting found that the buttons did work by the end of the call and reverted back to normal. Customer was advised to monitor the pump and call backk if further assistance was necessary. No further details provided.